Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient receiving morphine and bupivacaine (unknown concentration/dose) via an implanted pump. It was reported that the patient had lost a lot of weight and they were feeling soreness around the waist where the pump was. The patient reported that the pump site was sore. When they would twist or turn they would feel pain at the pump site. The patient reported that waist bands on their clothing caused them pain. The patient tried to wean off the pump and when the dose was lowered they realized how much they really needed it and had decided to keep it. The event started in 2014. On (B)(6) 2015 additional information was received from a consumer. The patient stated they went to see their doctor in the middle of (B)(6) 2015, and they were going to change out the medication in the pump. They were told that they could not change out the medication because the catheter had to be drained, though another healthcare provider (hcp) indicated that the catheter did not need to be drained. They wanted to give the patient something that was not as strong. The patient stated there was an infection over the pump pocket. It was red, it hurt, and there was a place where it was "sinking like a concave area in it". The patient was taking oral morphine and hydrocodone. They indicated these were "upped" on (B)(6) 2015. The patient was also taking cephalexin 500 mg, and the infection looked "better" and was not quite as bad as of (B)(6) 2015. They noticed on (B)(6) 2015 that for the last two days if they moved or lifted their leg to brush off their left foot, their pump pocket hurt really bad and was sore. They called their hcp on (B)(6) 2015 regarding this. They went in and were seen by their hcp. The infection was being addressed by their hcp, and the patient was scheduled to have their pump removed on (B)(6) 2015. Additional information was requested to determine what diagnostics were performed that related to the infection, what actions and interventions were taken to resolve the infection, and if the infection resolved.